Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned device was identified to have surface scratches and foreign material on the backside of the femoral component. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. All additional information has been included within this report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately eighteen (18) months post-operatively to address pain and femoral component loosening. Revision operative notes indicate that intraoperatively, the lateral femoral condyle was identified to be loose.